Event description:
It was reported from (B)(6) that post surgery, it was observed that the small battery device was running on and getting hot. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter: contact number (B)(6), contact address was not provided as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional and did not engage when power was applied. Therefore, the reported condition was confirmed. It was further reported that the reverse trigger is sticking, and the electronic control unit and electric motor were not functional. The assignable root cause was determined to be due to normal wear on mechanical and electronic components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.